Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. Refer to mw5116296 (adc case ID (B)(4)) for the second sensor issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported, who is a healthcare professional reported receiving a adc sensor scan of 270 mg/dl when compared to a finger stick blood test results: "215 mg/dl, 280 mg/dl, 221 mg/dl, 280 mg/dl, 211 mg/dl, 311 mg/dl, 245 mg/dl, 293 mg/dl, 248 mg/dl, 220 mg/dl, 202 mg/dl, 280 mg/dl, 227 mg/dl, 289 mg/dl, and 272 mg/dl". The customer further reported that a replacement sensor was ordered but no further details were reported. There was no adverse event reported or a third-party medical intervention provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported, who is a healthcare professional reported receiving a adc sensor scan of 270 mg/dl when compared to a finger stick blood test results: "215 mg/dl, 280 mg/dl, 221 mg/dl, 280 mg/dl, 211 mg/dl, 311 mg/dl, 245 mg/dl, 293 mg/dl, 248 mg/dl, 220 mg/dl, 202 mg/dl, 280 mg/dl, 227 mg/dl, 289 mg/dl, and 272 mg/dl". The customer further reported that a replacement sensor was ordered but no further details were reported. There was no adverse event reported or a third-party medical intervention provided. Adc customer service attempted to contact the customer 3 (three) times to gain additional details regarding this event, however all follow up attempts were unsuccessful. Based on the information provided, there was no report of serious injury associated with this event.